Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow up in-clinic. Upon interrogation of the patient's pacemaker, the device was found to be in backup vvi mode. Programming changes were made.